Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a distal radius broaching surgical procedure, it was observed that the quick coupling device was making a grinding noise. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was making a grinding noise was confirmed. An assessment was performed and it was determined that the unit failed the cannulation, the smooth running check, untrue running check, the gripping power and function check, there was excessive corrosion inside the sub-assembly components, the clamps were worn, and the ball bearing was worn. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.